Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Manufacturer narrative:
Manual evaluation of inserter shaft knob reveals knob of movement from shaft of approximately approximately 1mm as received. Knob was unable to be removed from shaft. Manual functional check with revealed no issues with proper tightening of sample implant. Hex set screw was not stripped, and able to be tightened; after tightening, shaft knob was unable to be moved. Unable to determine root cause of event with the available information.

Event description:
It was reported that during a tlif surgery at l5/s1, the inner sleeve of the cage inserter loosened from the locking mechanism. No patient injury was reported.